Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment of a damaged control knob. Analysis also noted that the upper case was broken around the encoder, the battery drawer sticks and the main label was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged knob. The epg was returned for service. There was no patient involvement.